Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / perforation (uterus)"), device dislocation ("migration of essure device location of device: ovary / migration of essure device location of device: ovary") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of birth of live birth: (B)(6) 1994; (B)(6) 2002; (B)(6) 2008), pap smear abnormal, cervical dysplasia and loop electrosurgical excision procedure. Concurrent conditions included body mass index normal, nausea, vomiting, diarrhea, hives (metronidazole allergy), adenomyosis uteri, pelvic adhesions, fibrosis, chronic cervicitis and corpus luteum cyst. Concomitant products included celecoxib (celebrex) since 2010, duloxetine hydrochloride (cymbalta) since 2010, estrogens conjugated (premarin) since february 2017, lamotrigine since 2014, lansoprazole (prevacid) since 2014 and prazosin since 2014. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia; (painful sexual intercourse) / dyspareunia; (painful sexual intercourse)") and mood swings ("hormonal changes: mood swing"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), hereditary motor and sensory neuropathy ("cmt disease"), weight increased ("weight gain / weight gain"), migraine ("migraines / migraines"), fatigue ("fatigue / fatigue") and headache ("headaches / headaches"). In 2012, the patient experienced post-traumatic stress disorder ("ptsd") and osteoarthritis ("osteoarthritis"). On (B)(6) 2017, 8 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back"), bipolar disorder ("bipolar disorder"), depression ("depression") and hernia ("hernia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, back pain, hereditary motor and sensory neuropathy, post-traumatic stress disorder, weight increased, bipolar disorder, osteoarthritis, depression, hernia, fatigue, headache and mood swings outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the migraine was resolving. The reporter considered back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hereditary motor and sensory neuropathy, hernia, migraine, mood swings, osteoarthritis, pelvic inflammatory disease, post-traumatic stress disorder, uterine perforation and weight increased to be related to essure. The reporter commented: on nov-2016, found essure was exposed on right side and she desired removal.previous laparoscopic exam revealed the essure implant on the right side was in the subserosal position in the posterior cornual area and a prominence in the proximal portion of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On jan-2009: she underwent essure confirmation test. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporter information was added. Event updated: hormonal changes: mood swing. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location of device: ovary") and pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of birth of live birth: (B)(6) 1994; (B)(6) 2002; (B)(6) 2008), pap smear abnormal, cervical dysplasia, loop electrosurgical excision procedure. Concurrent conditions included body mass index normal, nausea, vomiting, diarrhea, hives (metronidazole allergy), adenomyosis uteri, pelvic adhesions, fibrosis, chronic cervicitis and corpus luteum cyst. Concomitant products included celecoxib (celebrex) since 2010, duloxetine hydrochloride (cymbalta) since 2010, estrogens conjugated (premarin) since (B)(6) 2017, lamotrigine since 2014, lansoprazole (prevacid) since 2014 and prazosin since 2014. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia; (painful sexual intercourse)") and hormone level abnormal ("hormonal changes"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hereditary motor and sensory neuropathy ("cmt disease"), weight increased ("weight gain") and fatigue ("fatigue"). In 2012, the patient experienced post-traumatic stress disorder ("ptsd") and osteoarthritis ("osteoarthritis"). On (B)(6) 2017, 8 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back"), bipolar disorder ("bipolar disorder"), depression ("depression"), migraine ("migraines"), hernia ("hernia") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, back pain, hereditary motor and sensory neuropathy, post-traumatic stress disorder, weight increased, bipolar disorder, osteoarthritis, depression, hernia, fatigue and headache outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the migraine was resolving. The reporter considered back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hereditary motor and sensory neuropathy, hernia, hormone level abnormal, migraine, osteoarthritis, pelvic inflammatory disease, post-traumatic stress disorder, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, found essure was exposed on right side and she desired removal.previous laparoscopic exam revealed the essure implant on the right side was in the subserosal position in the posterior cornual area and a prominence in the proximal portion of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2009: she underwent essure confirmation test. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records abdominal pain,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 15-feb-2018: plantiff fact sheet & medical record received. Events hormonal changes, migraines, headaches, migration of essure device, dysmenorrhea (cramping, hernia, dyspareunia, pelvic pain, fatigue, perforation (uterus) , weight gain, lower back, cramping, cmt disease, bipolar disorder, ptsd, osteoarthritis, depression are added as an event. Lab data updated.essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.